Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large hem-o-lok clip applier instrument would not close. The wire was noticed to be loose. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 06-apr-2022. It was confirmed that the surgeon tried to apply the clip but it would not close all the way. After a couple of attempts it was noticed that the wire was loose. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The housing was removed from the back end and the grip cable on input was found to be broken. There was signs of residue on the clamping pulleys. This can result in the cable becoming loose or derailed on the distal end, causing non-intuitive motion and engagement failure. The instrument was unable to perform a clip test due to the inability to engage properly with the sterile adapters on the in-house system. The root cause of the dislodged grip cables is attributed to mishandling/misuse commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the large clip applier (part# 470230-12 / lot-sequence# n11200921-0220) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2022 during a cholecystectomy procedure performed via system serial# (B)(4). No image or video clip for the reported event was submitted for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument had issues clamping a clip all the way down. Per the description of the complaint, the clip applier might have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.